Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. Customer cannot recall blood glucose reading. Customer states insulin is "squirting out" during the fill tubing process. Customer said insulin began to exit the line earlier than expected. Customer said insulin was dripping after motor stopped. Customer drive support cap was normal. Customer stated there was no compromised force sensor alarm. Customer insulin did not continue to drip after letting go the act button. Customer was advised to discontinue from the insulin pump and revert to back plan per healthcare instruction. Insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistor. Analysis was unable to confirm prime/fill anomaly due to compromised force sensor system alarm. The insulin pump passed displacement test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and minor scratches on display window noted. No moisture damage noted on electronics assembly.